Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the remote control switch fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable buckled, the suction channel buckled, the operation channel (primary) leak, the distal body dirty, the air nozzle dirty, the objective lens dirty, the lcb distal cover glass dirty, and the remote control buttons disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.